Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 biopsy instrument allegedly had foreign material inside the package. This information was received from one source. The alleged malfunction did not have patient involvement. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The device has been returned to the manufacturer for evaluation. The reported discolored material and foreign material was confirmed. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 maxcore allegedly had foreign material. This information was received from one source. The alleged malfunction did not have patient involvement. Age, weight, and gender of the patient was not provided.